Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: type of investigation - additional. H6: investigation findings. H6: investigation conclusion.

Event description:
Subsequent to the initial MDR, data was provided for investigation. A review of the app performance data indicates that the sensor session started at 12:09 pm on (B)(6) 2025. There is no evidence of any calibrations being entered throughout the duration of the sensor session. The investigation confirmed that the sensor failed at 1:11 am on (B)(6) 2025. The sensor failed due to very low counts aberration and the first alert was delivered at 65 percent volume, in accordance with the user specified settings. From 1:16 am to 9:22 am, most sensor failed alerts were not logged in cloud data; however, additional testing was completed utilizing an equivalent operating system, which concluded that the sensor failure alerts would have been delivered as intended, with sound, despite not being logged within the cloud data. At 9:22 am, the app entered the foreground and delivered a sensor failed alert at 100 percent volume, which was acknowledged. The allegation and probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by phone and via maude (mw5176276) that patient passed away while sleeping on (B)(6) 2025. The spouse stated that on the night before the patient passed away, the cgm reading "low" then went up to over 300 mg/dl, and then went low again, and finally stopped showing readings when the patient passed. They did not get any alert from the mobile app that the sensor was having any issues. The patient's spouse stated that on the mobile app, there was "no alerts" at the top of the screen. The following morning after the patient passed away, they continued to see "no alerts" on the mobile app until 7:15 am when they were alerted that his sensor expired. She stated she did not realize that something was wrong until she was awakened by the phone alert that the patient's sensor needs to be replaced. The coroner stated the patient passed away of natural causes. Later a maude report was initiated by the patient's spouse and received by dexcom on (B)(6) 2025. In this report, the patient's spouse stated that her husband had multiple dexcom sensors that would last only 1-2 days before exhibiting connectivity issues. At the time of his death, the patient was wearing a dexcom sensor that was not showing any readings. No alert went off to notify them (of unspecified glycemic state). The sensor reading on his phone later said "expired" with instructions to replace it. The reporter had received a letter from dexcom in (B)(6) stating receivers were having issues. Then, they received another letter stating that his sensor may have been part of a defective batch. Attempts to contact the initial reported to clarify the event details and allegation were unsuccessful. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.